Manufacturer narrative:
Date rec¿d by MFR : 05jul2019, date of report : 24jul2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The customer replaced the defective flow sensor and user interface to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 01oct2019. Date of report: 10oct2019. Failure investigation was completed. The user interface assembly was received for evaluation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The user interface assembly was installed into a test ventilator in an attempt to duplicate the reported problem. Further investigation revealed that a burnt out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. The gas delivery system (gds) was also received for evaluation. Visual inspection of the customer returned gds revealed that the data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds assembly revealed no evidence of damage or contamination. A test da pcba and oxygen solenoid valve were installed into the gds. The gds was then installed into a test ventilator in an attempt to duplicate the reported problem. Further investigation revealed that a defective component (u1) on the air flow sensor pcba created the air flow accuracy and oxygen flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported nav-ring failure,(liquid crystal display. Lcd contrast is dark even when then contrast is all the way up. The device was not in use at the time of the reported event; therefore, there was no patient involvement.